Manufacturer narrative:
The insulin pump had a button error alarm and no esc and act button response due to corroded keypad traces. There was no blank display or moisture damage inside the pump noted. The pump was received with a crack on the reservoir tube lip and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer's insulin pump had gotten wet and had a button error alarm. Customer stated that the screen went blank and he does have a travel loaner pump. Customer's blood glucose was 7.7 mmol/l. Customer stated that the pump was exposed to moisture when he went into the pool. Customer reported that there is fluid under the lcd display. Customer was advised that the pump will need to be replaced. Customer was also advised to revert to back-up plan.